Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic display. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. Covidien was not authorized to service the device.